Event description:
Customer called responding the field notification letter. Customer stated that the drive support cap has been loose for more than one year. Customer did push the cap back in once, she did become sick. She holds the cap in place when delivering a bolus. Customer also receives the prime alarm during prime process. Customer's blood glucose is 324 mg/dl. Advice customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with prime alarms due to protruded/loose drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery test due to loose drive support disk. The insulin pump passed the displacement test. The insulin pump passed the motor test, no motor anomaly noted.